Event description:
It was reported that before the liver was placed on boarded, the device entered a false liver on board mode. To resolve this issue, excess perfusate was removed from the circuit. During the initiation of perfusion, difficulty achieving hemostasis was encountered. The reservoir frequently became empty, with perfusate noted at the bottom of the liver bowl. Troubleshooting was conducted in the liver bowl, with additional albumin administration to supplement volume. After partial hemostasis was achieved, adequate outflow from the ivc could not be reliably established, and the system continued to enter low reservoir mode. During additional troubleshooting, manipulation of the inferior vena cava (ivc) allowed some air entrainment; it was discovered that the suprahepatic ivc was not airtight which was quickly corrected . Further troubleshooting eventually stabilized the flows and the reservoir. Later in the perfusion, the device experienced a board reset with a very brief automated pause and restart to the perfusion. Following perfusion, the liver was discarded.

Manufacturer narrative:
Perfusion data was reviewed, and the device was evaluated. The reported interface board reset was replicated during the evaluation. However, the root cause remains unconfirmed because the reset self-resolved within three seconds. The reported event of the device entering false liver on board mode was confirmed through the data review. The root cause of the false liver on board was likely due to overfilling of the circuit as the issue resolved after the device user removed fluid. The reported event of low flows was confirmed through the perfusion data. The root cause of the reported flow issue is pending completion of investigation.

Manufacturer narrative:
Perfusion data confirmed low flows and repeated low reservoir mode events. Device performance was consistent with expected system responses. Review indicates the reported flow instability was likely associated with surgical bleeding and an air leak at the suprahepatic ivc. No device malfunction was identified. A definitive root cause could not be determined.

Event description:
It was reported that before the liver was placed on boarded, the device entered a false liver on board mode. To resolve this issue, excess perfusate was removed from the circuit. During the initiation of perfusion, difficulty achieving hemostasis was encountered. The reservoir frequently became empty, with perfusate noted at the bottom of the liver bowl. Troubleshooting was conducted in the liver bowl, with additional albumin administration to supplement volume. After partial hemostasis was achieved, adequate outflow from the ivc could not be reliably established, and the system continued to enter low reservoir mode. During additional troubleshooting, manipulation of the inferior vena cava (ivc) allowed some air entrainment; it was discovered that the suprahepatic ivc was not airtight which was quickly corrected . Further troubleshooting eventually stabilized the flows and the reservoir. Later in the perfusion, the device experienced a board reset with a very brief automated pause and restart to the perfusion. Following perfusion, the liver was discarded.